Event description:
Patient reported experiencing pain when touching left side. Patient also advised side looks lumpy, un-natural shape and can feel implants when touching which are hard. Patient representative later reported severe left side capsular contracture, baker grade unknown was discovered intraoperatively. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported experiencing pain when touching left side. Patient also advised side looks lumpy, un-natural shape and can feel implants when touching which are hard. Patient representative later reported severe left side capsular contracture, baker grade unknown was discovered intraoperatively. Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: pain: unable to observe as it is not related to the device. Visibility/palpability: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Depression: unable to observe as it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported experiencing pain when touching left side. Patient also advised side looks lumpy, un-natural shape and can feel implants when touching which are hard. Patient representative later reported severe left side capsular contracture, baker grade unknown was discovered intraoperatively. It was later confirmed by healthcare professional who reported pain. Left side rupture was later reported. Device has been explanted.